Event description:
Young female with very hard bone. Reamed acetabulum to 55mm and implanted a 54mm trident psl cup. Cup deformed upon impaction which resulted in the ceramic liner toggling on the cup rim prior to impaction. Unable to seat the liner due to cup deformation. Removed liner and implanted a poly liner. Another item was used instead and case completed as originally planned.

Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report.